Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit has a loop leakage. There was no patient harm reported.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the department replaced the equipment by itself and called the engineer to report for repair.